Event description:
Customer stated, "one of the bars that holds the bucket broke while she was on the commode".

Manufacturer narrative:
It was reported that the frame of the commode was not functioning as intended ("one of the bars that holds the bucket broke while she was on the commode"). There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.